Event description:
It was reported an x-ray performed for an unrelated issue indicated this filter had migrated to the right atrium. A procedure to remove the filter had twice been scheduled, however, the pt did not show up for either appointment. The pt has not returned to the physician for further consultation and/or action. This device remains implanted. Therefore, no failure analysis will be available. Follow up indicated the cava was very large which co believes may have contributed to this event. However, as attempts to gain further details with regards to the circumstances of this event were unsuccessful, co is unable to determine the exact cause for this event. Directions for use state: "caution: if the vena cava measures greater than 28 mm in diameter (as often found in pt with congestive heart failure, for example), the filter should not be used."